Event description:
Customer continuously has air bubbles in the reservoirs. Customer noticed that every time customer fills up reservoir there are air bubbles in the reservoir. But customer was able to prime them out and continue using the reservoir. In addition, the customer stated that one reservoir had a leak at the o-ring.